Event description:
It was reported that an arteriotomy closure of a right femoral artery was completed using an unknown perclose device after an interventional angioplasty and stenting procedure. Reportedly, after hemostasis was achieved the patient had ninety five percent blockage of the artery, pain and claudication. Surgery was performed to replace the damaged portion of the artery. The surgeon stated that the femoral artery above the blockage had bubbled up close to being an aneurysm. Post surgery the patient complained of pain and generalized swelling in the groin and testicles. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the unknown perclose device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to filing the initial medwatch report clarifying information is being provided in this supplemental medwatch report: information was received via an internet blog posting (angioplasty.org).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.